Manufacturer narrative:
Explanted ipg will not be returned to bsn as it was discarded by medical facility.

Event description:
A report was received that the patient had an infection at the pocket site. The patient symptoms were heat and swelling at the pocket site. The patient was prescribed oral antibiotic clindamycin. The physician believes the infection is not related to the device or procedure. The patient underwent an ipg replacement procedure and is reportedly doing well.

Event description:
A report was received that the patient had an infection at the pocket site. The patient symptoms were heat and swelling at the pocket site. The patient was prescribed oral antibiotic clindamycin. The physician believes the infection is not related to the device or procedure. The patient underwent an ipg replacement procedure and is reportedly doing well.